Event description:
It has been reported that the catheter had been placed in the external jugular vein of a male pt in the intensive care unit and was in use for eight days. During pt movement (pt in sitting position) on the catheter, generated the separation of two extension lines. As a result, the pt suffered an air embolism indirect plus a heart attack. Medical intervention was provided: the pt was lying down (decubitus), filling of vein, intubation, mechanical ventilation, external cardiac massage, adrenaline, compression chamber, they did not know if this caused a delay in treatment and there was no pt death. The pt outcome was fine.

Manufacturer narrative:
Manufacturer control no. (B)(4). Follow-up report will be filed if additional information becomes available.